Event description:
The core impaction drill was sent in for eval because if was overheating during a procedure. The procedure was completed with a readily available spare device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion within the device was identified as the probable cause of the overheating reported.